Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported system motion continued after the user released the motion command on the touchscreen hand controller. This event is currently under investigation. Based on the available information, this issue has been initially determined to be a reportable event.

Manufacturer narrative:
The customer reported system motion continued after the customer released the motion command on the touchscreen hand controller. The system was in clinical use when the issue occurred. There was no report of harm or system contact with a person. The philips field service engineer (fse) went on site to evaluate and confirm the reported issue. The fse confirmed that the imaging table kept moving in after the customer let off the touchscreen command. The customer pressed an emergency stop (e-stop) to halt the system motion. The fse confirmed that the table had only moved a few inches when the customer pressed the e-stop and performed a system reboot in an attempt to correct the issue. The fse cleaned the touchscreen and no further issues were reported. The probable cause was a dirty touchscreen panel. The system is in clinical use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.